Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) power was intermittent. Warranty expired 02/28/2021. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10.

Event description:
N/a